Event description:
Legal counsel for the patient alleges that patient underwent m2a hip arthroplasty on (B)(6) 2008. Patient¿s legal counsel further reported that a revision procedure was performed on (B)(6) 2009 and that a second revision procedure was performed on (B)(6) 2011 due to patient allegations of pain. This report is based on allegations set forth in patient's legal complaint and the allegations contained therein are unverified. Additional information received in patient medical records indicates the revision procedure that was performed on (B)(6) 2009 was due to component malpositioning and pain. Operative report noted the femoral head was articulating at the superolateral edge of the bony rim of the patient¿s acetabulum. It was further noted that the acetabular cup was placed in a vertical position and slightly anteverted. All components except the femoral stem were removed and replaced during the revision procedure on (B)(6) 2009.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "postoperative bone fracture and pain." The previous revision surgery for this patient was filed under MDR numbers (1825034-2012-01161 / 01164). This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.